Event description:
Boston scientific was informed that during a hta procedure, in which a hydrothermablator procedure set was being used, the tenaculum stabilizer was not working properly. (Was not staying in place and was moving) the physician had to hold it. The physician also commented during the ablation that the sheath tubing that she was holding seemed hotter than normal. Additionally, at 6 1/2 minutes into the ablation phase, the fluid started dropping fairly quickly, the machine then stopped and there was a fluid loss alarm of 34 cc's per minute. While the machine was stopped, the sheath did come out of the pt briefly, after putting it back in the procedure was aborted, and the pt cooled down. After the cooling was complete, the physician observed a burn on the patients' cervix and on the posterior vaginal wall. The size and degree of the burn is unknown. Additionally, it looked like there was a burn on the sidewall of the vagina that appeared to be from the sheath itself; about the width of the sheath 1 centimeter by one inch. There was a speculum in the pt and a 4x4 in the base of the vagina. The physician applied silvadene cream to the burns and sent the pt home.